Manufacturer narrative:
This report is submitted on july 04, 2023.

Event description:
Per the clinic, the implant magnet was removed under general anesthesia on (B)(6) 2023, due to poor sound quality.